Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Identified the need to replace one of the battery packs. Replaced battery pack and performed battery calibration. The sys was tested and found to be working as intended. Sys returned to service.

Event description:
It was reported that a precharge voltage error was noted on the 9800 system. No pt injury reported.